Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving the error 5 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 7:30 pm, the patient obtained the error message error 5 on the reported meter; she was unable to obtain a blood glucose reading. The patient noted this was the first time she had used the reported meter. Thirty minutes afterwards, the patient experienced the symptoms of sweating and dry mouth. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The issue was resolved with troubleshooting. The meter was replaced. The patient allegedly suffered symptoms suggesting severe injury after she was unable to obtain a blood glucose reading due to the reported meter issue and received treatment with food, therefore this complaint is being reported.